Event description:
It was reported that at implant the atrial lead was secured in the recipient atrial cuff, which remained in atrial fibrillation/flutter (af/afl). The patient¿s af/afl would not allow appropriate rate adaptive pacing for sinus node dysfunction. Therefore, at the time of the device change out, the atrial lead was considered for a revision. However, a contrast venogram indicated that the patient¿s subclavian vein was occluded making the revision not possible. The atrial lead was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).